Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to high initial starting impedance. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the customer was experiencing issues with the vessel sealer extend (vse) instrument. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and did not identify any errors associated with the reported issue. The surgeon was not getting the seal and cut they would like. The e-100 generator was rebooted several times, but with no change. The tse recommended changing out the vse instrument to determine if the action would make an improvement for the surgeon. The customer would do so and call back if there were any further issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.